Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net transmission. Upon review, the left ventricular lead exhibited high impedance and loss of capture. It was suspected that the lead was fractured. The patient was brought into clinic and programming changes were made. Patient was stable throughout and will continue to be monitored.